Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported on (B)(6) 2018 during an unknown procedure the surgeon had difficulty preparing the vertecem v+ cement kit. The texture of the cement was not as it was supposed to be. The cement kit appeared sandy to the touch. It was unknown if there were patient involvement yet at the time of the event. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary from supplier: a retain sample of the affected batch 7k53222 has been tested in our laboratory without any deviations. The application time starts as specified~ 17 minutes and cement hardened under 31 minutes. As well, the batch documentation is without deviations, too. Based on our evaluation, we assume a too short time for mixing the cement or too low surgery conditions or product temperature. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was conducted: part number: 07.702.016s synthes lot number: 7k53222 supplier lot number: 7k53222 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 18.apr.2018 expiry date: 01.oct.2020 the review of the certificate of conformity shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Reporter is synthes sales consultant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.